Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical root cause could not be determined. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The patient reported the eye was red and swollen, but had no visual complaints. The topical steroid drops were increased. In a follow up, the center director reported that the event resolved with the treatment four days later. No further information is expected.